Event description:
The facility reports as the pt was being transferred into the bath the chair suddenly dropped, trapping the pt's finger between the chair and the edge of the bath. The pt has injured their finger and has been seen by the dr.